Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to deliver current. Additionally, there was no issue with the generator or other electrocautery devices used during the procedure. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Reported event: probe failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned device found the gold tip damaged. An electrical evaluation was performed; the device passed the isolation of electrodes test but failed the load test. A dissection of the gold tip revealed that one of the cables was separated from the gold tip band. Conductive glue was found inside the catheter and on the distal section of the cables, however, no channels of conductive glue were found in between both cables. A sample of the device was subjected to spectroscopic analysis, which indicated that the cable does not have evidence of melting or burning. The complaint was confirmed; the unit failed the load test and the cable was separated from the gold tip band. According to the device history record (DHR), no scrap was reported for electrical failure during the manufacture of the complaint device. It was concluded that the soldering process was executed according to the appropriate procedure during manufacturing. Furthermore, the adhesive evidence found suggests the wire-to-tip attachment manufacturing process was also performed according to procedure. Therefore, there is no evidence to determine this complaint is related to the manufacturing process. The investigation concluded that the most probable root cause for this complaint is operational context, since procedural and/or anatomical factors encountered could have affected the device integrity and/or its performance. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the gold probe failed to deliver current. Additionally, there was no issue with the generator or other electrocautery devices used during the procedure. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.